Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a normal device change out procedure, when the physician attempted to explant the right ventricular (rv) lead blood entered the header of the pacemaker. Subsequently the rv lead became stuck in the header of the device. While attempting to remove the lead, terminal pin separation occurred. The lead was surgically abandoned and a new rv lead was successfully implanted. The pacemaker was explanted as planned. No additional adverse patient effects were reported.